Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and was not received on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that drawer 7, an enhanced full-height cubie drawer on the auxiliary, was not detected on the bus. The fse inspected the retractor cable and found it was not damaged. The drawer controller was replaced, and the row board cable on the drawer controller was reseated. All cubie pockets were removed, and the row board cable on each row board was reseated. After reboot, the drawer was still not detected. The pyxibus module controller and inseparable was then replaced. The acceptance test was passed. A proactive inspection was also performed. The system functioned as intended after the field service engineer repaired the device.